Manufacturer narrative:
The qa lab found the returned reagent to read an average of 58mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that she performed control tests and rec'd results of 184, 174, and 182 mg/dl. The normal control range was 90-124 mg/d. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.